Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over from wellsky. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device catalog, medical device serial, medical device model, concomitant med prod data and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) dialed into the server, ran a server downtime and identified that the xml processed time was missing. The tss restarted the bd external messaging service, created local time and care fusion coordination engine xml sent time were updated to more recent timestamps. Tss confirmed that the delay time for synchronization server was now 1. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over from wellsky. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.